Event description:
It was reported via repair work order that the head end jack cannot be pumped up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.